Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 39 mg/dl. Customer took too big bolus and called the nurse educator and she had advised top customer to take less of a bolus and last night his blood glucose was 46 mg/dl at last night. Customer drank so much of orange juice and had hard time to get it back up. Customer's blood glucose came back up to the 172 mg/dl this morning and then up to the 370 mg/dl. The customer felt ok to troubleshooting low blood glucose level. The customer did not provide any symptoms regarding low blood glucose. The customer was treated for the low blood glucose with food and orange juice. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does not allege insulin pump was over delivering. The insulin pump was not returned for analysis.